Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor system. Pump was unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. No rewind anomaly noted. Moisture damage was found on electronic assembly. Pump was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.